Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while placing the screw, the resident tried to redirect the screw which resulted in the tip snapping off of the driver. Procedure was successfully completed with no surgical delay. There was no patient consequences. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The distal tip of the device was broken, no fragments were returned. There were clear shear marks at the fracture site. There were surface scratches and nicks consistent with normal wear along the shaft of the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined it is possible the device experienced unintended forces leading to the breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.